Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 01:16:21. During night drain cycle five, the patient's ultrafiltration reading was 304ml, indicating the home patient (hp) drained 304ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow-up medwatch will be submitted.